Event description:
It was reported that during implant the right ventricular (rv) lead helix was never able to extend; therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.